Event description:
During the evaluation of a returned transfer set, a cut was observed on the silicone tubing. No patient injury or medical intervention was associated with this report.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. Reference renq-CAPA for cut / sliced tubing leaks. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.